Event description:
Latest device acme r 3417 stomach tube placed in (B)(6), two weeks after the previous one did not work. It broke 1 or days after leaving hospital again. Instead of returning to hospital, she had someone superglue unit. History since (B)(6) 2010 to-date, the docs have put in peg and other gastro tubes for venting into her stomach that did not work. The gomco pump never worked either. The first tube put into her stomach went into her liver -did not work- and couldn't be removed that was around (B)(6) 2010, "could kill her if removed." (B)(6) 2010, the nonoperative tube got caught on her bed and pulled out of her stomach. Back to hosp. Since (B)(6) 2010, approx every month and sometimes each week they have been putting in tubes that do not work. This must be investigated!!! Tubes replaced all the time and vomiting and nausea continue. From (B)(6) 2010 thru todate. Several stomach tubes -broke, bag attached broke open body fluids discharged all over, didn't work properly. Gomco suction pump didn't work. Pt manually tries to push fluid out of her body thru tube. Instead of going back to hosp again -2/4 procedures in (B)(6) alone- to have it removed and replaced she had someone superglue and redo something then go under again for another one. They do not work!!! Note: privacy info click on did not provide any privacy info. Instead... Page not found our apologies. The link or location you used does not exist or was moved.